Manufacturer narrative:
A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
Related manufacturer report number: 2017865-2024-35600 related manufacturer report number: 2017865-2024-35601 related manufacturer report number: 2017865-2024-35603 it was reported that the patient presented to the emergency room with the device pocket described as red and hot to the touch. The patient was admitted to the hospital with a pocket infection. The implantable cardioverter defibrillator, right atrial, right ventricular and left ventricular leads were explanted. The patient was stable.